Event description:
Spontaneous call in from patient. Spoke with patient regarding cadd ms3 (B)(4). Patient having same issues as very recent pump malfunction where pump is not reading the cartridge in the pump. No error code or message or alarm just that the screen prompts her to load cartridge again. No adverse event malfunction. Patient did switch to back up pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 166.6 ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.